Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the patient's pacemaker exhibited under-sensing. Programming changes were made. The patient was stable throughout.